Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that customer experienced high blood glucose. Customer's husband changed insulin pump this morning. The customer¿s blood glucose level was 456 mg/dl. Based on customer¿s report customer did not allege under delivery. The customer was not using the insulin pump within 48 hours of high blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Insulin pump had bolus not delivered, bolus entry timed out alarm. Insulin pump was on auto mode. The insulin pump will not be returned for analysis.